Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Device remains implanted; therefore, direct product analysis was not possible.

Event description:
The patient presented with an outflow stenosis of a basilica vein fistula. The target lesion was pre-ballooned. A 9fr sheath was used to advance the gore® viabahn® endoprosthesis over a .035 glidewire. The device was placed and during deployment, a small portion of the stenosis was left uncovered because the device 'jumped' due to deployment line tension. The procedure was ended as there was adequate blood flow. Later the same day, a thrombosis was observed just proximal to the device. Thrombolytic therapy was performed, and an additional gore® viabahn® endoprosthesis was used to exclude the residual stenosis.